Event description:
The customer reported that the sys shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep puled the log files and tested the power. During power testing, he saw a fluctuation from 122 to 116 just while testing the transformer. He then started recording on his fluke 179 multimeter and during a full sys test, it read a low of 112vac to a high of 124vac multiple times. This is a ten percent fluctuation with nothing else in the building being used. The tests were being performed while facility was closed. There was also water intrusion in the surgical suite that according to the dr. Did not get near the sys. High humidity could be related but there is no way to determine that. Upon further testing, the power stabilized and he could no longer cause the power fluctuation.